Event description:
Pt reported that the back to back test readings obtained on the ss meter (using different finger sticks) were 438 and 210 mg/dl (70% difference). Tests were done within 10 minutes of each other. No symptoms were reported. Control solution test failed (meter reportedly displayed err 1 at the end of two control tests). Unable to reach pt by phone to follow-up. Letter was sent to pt requesting that the pt contact lfs. The meter was replaced. There was no allegation of harm.